Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a hysterectomy procedure, a metal piece detached from the device and fell within the patient cavity. The piece was retrieved immediately and no patient injury resulted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a vaginal laparoscopic hysterectomy procedure, a metal piece detached from the device and fell on the operating table. There was no patient injury.

Manufacturer narrative:
Date of initial report (B)(6) 2017 one lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the broken and disengaged piece was found to be from the clicker. The customer reported a component disengaged into the cavity of the patient. The reported condition was confirmed. The device was disassembled. The investigation found the clicker to have broken off and disengaged. The product engineer was informed of the failure. The log taken from the device's rfid chip showed the device was used on a forcetriad. The device showed signs of heavy usage including fluid ingress. The device functioned and sealed as intended, but did not make an audible sound upon engaging and releasing the lever handle. The clicker was found to have been installed properly during manufacturing and the base remained constrained in the device. Overuse of the clicker by moving it rapidly in opposite directions such as using it as a dissector would tend to fatigue and break the flap. The investigation identified the root cause to be the user mishandling the device with excessive pressure on the handle. The IFU states, when grasping or manipulating tissue without intending to activate the device avoid excessive pressure to the lever. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a hysterectomy procedure, a metal piece detached from the device and fell within the patient cavity. The piece was retrieved immediately and no patient injury resulted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.